Manufacturer narrative:
The customer used 13 mm. Diameter tubes but did not use rack adapters required for 13 mm. Tubes. The issue did not re-occur. The investigation determined the issue is consistent with contamination due to a maintenance issue.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with multiple assays on a cobas e 411 analyzer (disk system). The reporter mentioned that the issue occurs sporadically for assays like for example elecsys progesterone, lh, and estradiol. The customer provided an example of discrepant results for one patient sample tested with elecsys estradiol. The sample initially resulted in an estradiol value of 6115 pmol/l and repeated as 831.1 pmol/mol. It is not known if a questionable result was reported outside of the laboratory. The estradiol reagent lot was 630069 with an expiration date of 31-may-2023.